Manufacturer narrative:
The marksman catheter was returned with the flow-diverter for analysis. The flow-divert system could not be pushed forward or removed from the catheter. For further examination, the catheter was dissected to remove the flow-diverter. The pushwire was noted to be kinked and bent. The catheter tip and the marker band were examined and no damages were found. The catheter body was found to be stretched and accordioned at 20.5 cm to 30.0 cm and 75.0 cm to 104.0 cm from the distal tip; and accordioned at 7.0 cm to 14.0 cm from the proximal end of the catheter hub. The catheter body was separated at 29.0 cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. Based on the analysis findings, the broken ends of the catheter exhibited stretching and necking which indicate that the catheter separated when exceeding the tensile strength of the tubing material. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the reported ¿resistance during delivery¿; subsequently causing the catheter to become damaged. However, the cause for resistance could not be determined. Additionally, the damages seen on the catheter body (stretching/accordioning), proximal wire (kinking/bending) suggest excessive force used such as pushing and pulling. In this event, the user context may have contributed to the reported issues as the physician continued to advance the flow-diversion device despite resistance. Per our instructions: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. The lot history record of the reported lot number has been reviewed. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture. Mdrs related to this event: 2029214-2016-01015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information through device analysis that a second marksman separated. It was reported resistance was encountered while advancing the flow-diverter through the hub, proximal, middle and distal segments of the markmsan; as the patient had severe vessel tortuosity. A new flow-diverter and marksman were used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.